Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As the user has decided to scrap the device, no further information was able to be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a crack on the distal end, causing a loss in water tightness. As a result of this crack, leakage was found between the distal end and the plastic cover causing corrosion. Upon further inspection, it was observed that foreign material residue was lodged at the forceps raiser and the light guide lens was dirty. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder had discoloration. It was observed that there was corrosion around the left arm. Lastly, the connecting tube had buckling and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope insertion tube was scraped between 50 - 60 centimeters. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material residue at the forceps raiser and the light guide lens was dirty which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.